Manufacturer narrative:
This is the same event as 3010536692-2015-01413, -01415.

Event description:
Allegedly, patient revised due to metallosis; chromium and cobalt toxicity, pain, physical impairment and disfigurement. (Left).